Manufacturer narrative:
The reported issue (it was reported that the connection between the pad and fluid delivery lines was good, but there was an air leak alarm with low flow rate. Hospital staffs do not remember the exact flow rate at that time. They emptied the pads and restarted a couple of times, but the flow rate did not go to the normal range due to the air leak. Per additional information: the pad was replaced and a new pad was applied to the patient.) Was unconfirmed. The pads were inspected and found to have the trim pattern correctly performed. The plastic tubes were found completely assembled covering the total of clamping rings on the plastic connector and manifold connector. The foams were found free of damages, tears, and perforations. The seal between the manifold connector and pad was found completely sealed, and the connectors were found free of damages. It was noted that there was evidence of the sealing presence on the pads. No manufacturing related issues were noted during the visual evaluation of the pads returned. The flow rate was found to be acceptable on all the returned pads, as the flow rate for this product must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4).

Event description:
It was reported that the connection between the pad and fluid delivery lines were good, however there was an air leak alarm with low flow rate. Hospital staff did not remember the exact flow rate at that time. They emptied the pads and restarted a couple of times, however the flow rate did not go to the normal range, due to the air leak.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the connection between the pad and fluid delivery lines were good, however there was an air leak alarm with low flow rate. Hospital staffs did not remember the exact flow rate at that time. They emptied the pads and restarted a couple of times, but the flow rate did not go to the normal range, due to the air leak.